Event description:
It was reported that the health care professional (hcp) experienced difficulties completing threshold testing for this right atrial (ra) lead. Technical services (ts) was contacted and it was noted that this lead was not sensing nor capturing. The hcp concluded the lead was not functioning and suggested it might be revised in the future as the device battery was approaching replacement. This lead remains in service. No additional adverse patient effects were reported.